Event description:
Boston scientific crm received information that during the routine changeout procedure, as the atrial lead was attempted to be removed, the lead could not be removed from this pacemaker header. The lead could not be released and eventually broke. The atrial lead was surgically abandoned and replaced. The device was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A new device and atrial lead were successfully implanted. The explanted device was not returned to boston scientific crm; therefore, the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.